Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "stops insulin delivery and is always blocking." There was no reported impact to the customer's blood glucose level. Additional information was not provided. Multiple follow up attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.